Event description:
It was reported that the device was inserted into the pt's left upper arm into a native fistula. During the declot procedure, the motor on the rotator device was engaged for approx 15 to 20 seconds when the wire on the basket snapped inside the vessel. It did not break off completely. As a result, it was removed from the pt. The pt was angioplastied with a pta (percutaneous transluminal angioplasty) balloon. Add'l info received on (B)(6) 2011 from the dialysis access specialist stated that they had just inserted the catheter and were making the first pass when the wire broke. There were no sharp angles encountered. The clotting was very heavy. A second ptd (percutaneous thrombolytic device) was used, but they were unable to break up the clot. They do not know if there was a delay in the treatment. There was no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.